Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with cycler set and the patient event of tearing the pd catheter resulting in an infection. However, there is no documentation to show a causal relationship between use of liberty select cycler with cycler set and the patient infection. The patient reported the pd catheter tearing and then reattaching to continue treatment. This breach in sterility is most likely the cause of the patient infection. All pd patients are at risk for infection due to a decreased immune system. The pd catheter is the source of infection for a majority of pd-related cases of peritonitis. The catheter provides a portal of entry for organisms into the peritoneum. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s infection.

Event description:
It was reported that a peritoneal dialysis (pd) patient was seen at the pd clinic for a pd effluent culture obtained and labs drawn. The pd clinic contacted the patient on (B)(6)2020 to state that they did have an infection and antibiotic therapy would be prescribed. The patient did not have any additional information related to the infection. The patient reported that they had tore the plastic part on their pd catheter and reattached it back to themselves; however the exact cause of the infection was unknown. The patient¿s pd catheter is still being utilized. The patient continues pd therapy on the liberty select cycler without issue. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.